Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air entered a prismaflex set during patient treatment. The set was disconnected and the blood was not returned. There was no patient injury or medical intervention associated with this event. No additional information is available.